Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately (B)(6) cassettes from a protocol completed in retort b. The affected tissue samples were described by the complainant as "mushy". On (B)(6) 2013, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
The root cause for the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the "medium" protocol started in retort b at 22:11pm on (B)(6) 2013 from which sub-optimal tissue processing was reported. Specifically, the user failed to complete manual replacement of the reagent in bottle 4 (ethanol) correctly. Bottle 4 (ethanol) was removed from the instrument for approximately two (2) minutes at 22:03pm on (B)(6) 2013, which is sufficient time to complete the manual reagent replacement process. The properties of the corresponding reagent station were reset at 22:08pm on (B)(6)2013, which set the ethanol concentration to the default value of 100%. The properties of the reagent in bottle 4 (ethanol) prior to the user actions (as calculated by the instrument software) were: ethanol concentration = 53.1%, (B)(4). The ethanol concentration measured in bottle 4 (ethanol) using a hydrometer at the completion of the affected protocol, was 52% compared to 100% calculated by the instrument software. This finding suggests that the reagent may not have been replaced. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported.